Manufacturer narrative:
CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer comment: lot number was not reported. Pharmacovigilance comment: the serious expected events of mass and abscess at implant site were considered possibly related to the treatment. Serious criteria include the need for medical and surgical interventions to prevent permanent damage. Potential contributory factors injection technique or improper aseptic precautions before filler injection. The non-serious expected events of erythema, pain and swelling at implant site were considered possibly related to the treatment. The case meets the seriousness criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 20-jan-2020 by a (B)(6)-year-old caucasian female patient concerning about herself. Concomitant treatments included lexapro [lexapro] 10 mg daily since 2006 for anxiety, depression. No information about history of allergies has been provided. The patient had undergone upper gum graft surgery due to gum receding on an unknown date in (B)(6) 2018. The patient had previously received treatment with juvederm on an unknown date in 2016 and 2017 to nasal folds, jawline and radiesse in 2018 to jaw line. This information was processed in the case (B)(4). On an unknown date in (B)(6) 2018, the patient received treatment with restylane to nasolabial folds and 3 weeks later she developed a lump on the outside skin, a bump similar to a pimple. The injector incised and drained it. On (B)(6) 2019, the patient received treatment with restylane lyft with lidocaine to cheek and restylane to jaw line and lower lip around corners (unknown amount, lot number, injection technique and needle type). The patient had received xanax as premedication to filler injections because of the needle. 1 week later, on an unknown date in (B)(6) 2019, the patient had experienced lump (implant site mass) inside her mouth on the left side where she received the injection. The patient consulted injecting hcp and the area was massaged, later injector squeezed the lump and popped it. Later patient was to sent home and a couple of days later the area was red (implant site erythema) and started to hurt(implant site pain). The patient was prescribed with keflex [cefalexin] 3 times a day for 5 days and it started to get better. After patient completed the antibiotics, the lump on the left side got really swollen (implant site swelling). On an unknown date in (B)(6) 2019, the patient had undergone a CT scan and diagnosed with abscess(implant site abscess) on the left and right sides of inside mouth. The patient underwent oral surgery on the left side first and abscess was drained. In the next few days, may be 5 days later, patient underwent oral surgery on the right side and drained. These events are resolved. Outcome at the time of the report: lump was recovered/resolved. Abscess was recovered/resolved. Red was recovered/resolved. Hurt was recovered/resolved. Swollen was recovered/resolved.